Event description:
It was reported that bd precisionglide¿ needle was leaking before use. The following information was provided by the initial reporter: material no: 305110 batch no: 9077703. It was reported that the needle was leaking. Event description per email states: caller reported one needle where she experienced that it was leaking; number of occurrences - [1; did the caller insert the needle into the cartridge and encounter fill resistance? - no; did issue cause any injury? - no; did customer require medical intervention? - no; is product manufactured by bd? - yes, sample is available for investigation. Resolution - customer switched out needle and successfully loaded the cartridge. Customer no longer has needle to return.

Manufacturer narrative:
H6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd precisionglide¿ needle was leaking before use. The following information was provided by the initial reporter: material no: 305110, batch no: 9077703. It was reported that the needle was leaking. Event description per email states: caller reported one needle where she experienced that it was leaking. Number of occurrences 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution: customer switched out needle and successfully loaded the cartridge. Customer no longer has needle to return.